Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was "high" (specific value was not provided); with moderate ketones. Customer gave a correction bolus via the pump to address bg level. Reportedly, multiple supply changes were performed to address the issues; however, the issue persisted, and the customer reverted back to manual injections. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.